Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several shocks and anti-tachycardia pacing (atp) for what appears to be an atrial fibrillation with rapid ventricular response. No additional adverse patient effects were reported. This device remains in service.